Event description:
It was reported that during an anterior stabilization the pushlock drill broke outside the patient. It was further reported that the surgeon admitted that he used undue lateral force. There was no harm for patient, operator or third party reported. The surgery was finished successfully with a new device with the same part number. It was not necessary to switch the surgical technique or do a second surgery.

Manufacturer narrative:
This 3500a record is submitted to comply with an FDA 483 inspectional observation issued to arthrex inc on may 5, 2023. Arthrex has reassessed the reportability decisions made on historical complaint records using revised criterion. This 3500a document is a result of the reassessment. Event description: it was reported that during an anterior stabilization the pushlock drill broke outside the patient. It was further reported that the surgeon admitted that he used undue lateral force. The reported event was confirmed as the evaluation revealed that the part 2 of the device is broken off (see evaluation picture 4). The most likely cause of the reported failure is use error by leveraging the device excessively.